Manufacturer narrative:
The patient's sample was submitted for investigation. An interfering factor to a constituent of the reagents was found in the sample. This interference is covered in product labeling.

Manufacturer narrative:
Further investigation confirmed the interfering factor in the patient's sample. The incidence rate of the interfering factor identified by the investigation is monitored on a quarterly basis.

Manufacturer narrative:
Unique identifier (UDI)#: asku. The event occurred in (B)(6).

Event description:
The customer asked for an investigation of ft3 and ft4 results on a patient sample tested on a cobas 8000 e 602 module. The serial number of the analyzer was not provided. This report is for the ft4 reagent. Patient identifier (B)(6) for the ft3 reagent. The investigation measured the sample on a cobas 6000 e 601 module and a cobas e 411 immunoassay analyzer. Refer to the attached data for all test results. The initial ft3 and ft4 results were reported outside the laboratory. There was no allegation of an adverse event.